Event description:
Boston scientific received information that during a routine follow-up visit, this right ventricular (rv) lead exhibited noise with oversensing and pacing inhibition. It was noted that the sensing on the lead has been decreasing over the last year. The patient was admitted to the hospital for a lead revision procedure. The rv lead was explanted and a new lead was successfully implanted. No inappropriate therapy occurred due to the noise. No adverse patient effects were reported as a result of the lead revision procedure.

Manufacturer narrative:
The product has been received and is currently being analyzed. When testing is complete this report will be updated.

Manufacturer narrative:
Boston scientific received information that the complete lead was returned with a set screw mark noted on all terminal connectors. During testing the helix mechanism would not extend due to dried blood in mechanism. The lead was subject to direct current resistance testing and passed on all paths, verifying the lead's electrical performance was intact. No further testing was performed analysis could not confirm the clinical allegations observed in the field.